Event description:
This procedure was to extract a cardiac lead due to cied system/infection. The lead was prepped with a spectranetics lead locking device. A spectranetics tightrail was selected for the extraction. After passing the proximal coil of the lead, a drop in the patients¿ blood pressure occurred. Tee showed blood in the pleura. A sternotomy was performed to repair a tear at the right vena subclavian and vena innominate to the svc. The patient survived the intervention. This report is being made against the tightrail as a potential mechanism of injury.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.